Manufacturer narrative:
The facility¿s valve coordinator provided the following information from the patient¿s medical records: after the tavr procedure the temporary pacer was removed, a permanent pacemaker was not needed. On post-operative day 3 the patient was diagnosed with left lower leg compartment syndrome. After undergoing fasciotomy on 2 occasions the patient left leg was amputated 3 days later. On the next day the patient passed away. The principal cause of death was respiratory failure; the patient had never been extubated after the procedure, as it was not possible to wean her from the ventilator in between the various surgical procedures performed. At the time of her death the sapien valve was working fine. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, and conduction system injuries (heart block) are a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the reported aortic annular rupture post valve deployment cannot be confirmed; however, per the operative report, the event was related to the tavr in the setting of a severely calcified aortic root and porcelain aorta. The device is not available for evaluation, as it remains implanted in the patient. There is no indication that an autopsy was performed. There was no allegation of device malfunction. According to literature review, and as documented in a technical summary by edwards, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the complete heart block is unknown. It is possible that the event was related to patient procedural factors in combination with the patient¿s pre-existing comorbidities. A permanent pacemaker was not implanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation of this event is ongoing.

Event description:
As reported to the edwards lifesciences field clinical specialist, immediately following the transapical deployment of a 23mm sapien valve the patient was noted to be severely hypertensive, and then there was a large amount of blood noted in the chest cavity. Aortic root angiography was performed demonstrating the evidence of a rupture of the aortic root. Emergent cardiopulmonary bypass (cpb) was initiated, and open cardiac massage was administered while an emergent median sternotomy was being performed. It was then confirmed there was a contained aortic annular rupture near the right coronary artery related to transcatheter aortic valve replacement in the setting of a severely calcified aortic root, and porcelain aorta. There was an avulsion at this location, a fracture; however, the valve was well seated. There was no evidence of ascending aortic dissection. Cardioplegia was administered and the ascending aorta was clamped in a non-calcified location. The injury was repaired with a patch and good hemostasis was confirmed. The patient was successfully weaned from cardioplegia and cpb. The aortic repair appeared to be stable with no significant bleeding. In the transesophageal echocardiography the sapien valve appeared to be functioning well with no evidence of aortic regurgitation. At the conclusion of the case, the patient appeared to be pacer dependent with underlying complete heart block, so the temporary epicardial pacing wires were left in place. The patient was transferred to the ICU in stable, but critical condition. Later on the same date, the patient was taken back to the or for the surgical evacuation of a mediastinal hematoma and establishment of hemostasis. The previously placed patch was found to be intact. A pulsatile bleeding was noted from the dome of the left atrium coming from an actively bleeding vessel that had become patent upon warming of the patient, and multiple clips were placed in this location. There was no evidence of perforation of the dome of the left atrium. The patient was hemodynamically stable; however, had an episode of convergent atrial fibrillation which underwent a successful synchronized cardioversion. The patient was transferred once again to the ICU in stable, but guarded condition at the conclusion of this procedure.